Manufacturer narrative:
Report# 3003721894-2018-00071 is associated with argus case (B)(4), super poligrip extra care with poliseal (zinc free formula).

Event description:
She feels like she is eating it because she is using so much [accidental device ingestion]. She has to take the dentures out and reapply 3 times a day [device use error]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) -year-old female patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number rf9f, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip extra care with poliseal (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant), device use error and product complaint. On an unknown date, the outcome of the accidental device ingestion, device use error and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to super poligrip extra care with poliseal (zinc free formula). Additional information, adverse event information was received on 28 february 2018. Consumer got an upper denture about a year ago and has been using super poligrip with no problems. This past fall she got a lower denture and had nothing but problems. The super poligrip does not hold at all. She had to take the dentures out and reapply 3 times a day. She was concerned about the pieces of paste, she feels like she was eating it because she was using so much. She has had the lower dentures readjusted several times.

Event description:
This case was reported by a consumer and described the occurrence of accidental device ingestion in a 60-year-old female patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number rf9f, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip extra care with poliseal (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant), device use error and product complaint. On an unknown date, the outcome of the accidental device ingestion, device use error and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to super poligrip extra care with poliseal (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on 28 february 2018. Consumer got an upper denture about a year ago and has been using super poligrip with no problems. This past fall she got a lower denture and had nothing but problems. The super poligrip does not hold at all. She had to take the dentures out and reapply 3 times a day. She was concerned about the pieces of paste, she feels like she was eating it because she was using so much. She has had the lower dentures readjusted several times. Follow up information was received on 02 march 2018. The lot trend could not be performed as the primary packaging lot number was invalid. If the consumer returns the product, the correct batch number can be added and issue re-opened. The product lot code was rf9f was changes to unknown in previous report. Follow-up information was received on 15 march 2018 from the quality assurance (qa) department regarding complaint number (B)(4), lot number unknown. Quality investigation report included that, batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. On the basis of the above it was consider this complaint closed as unsubstantiated.

Manufacturer narrative:
3003721894-2018-00071 is associated with argus case (B)(4), super poligrip extra care with poliseal (zinc free formula). No sample was returned for this compliant and also the batch details were not received so a full investigation could not be completed. This complaint was considered closed.